Manufacturer narrative:
Quality control (qc) was acceptable; a shift in qc was not observed. Samples were centrifugated for 30 minutes, unknown rpm. Samples were serum in bd sst tigertop primary tubes. Samples were initially tested on the day of collection and stored fresh between initial and repeat testing. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2021-00069 was filed for the (B)(6) 2021 initial results.

Event description:
A customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results on multiple patient samples. The initial reactive (positive) results were considered discordant when compared to the nonreactive (negative) results from an alternate method. The customer repeated six of the eleven patient samples on the same atellica im cov2t a day later. Three of the samples repeated nonreactive (negative) and three samples repeated reactive (positive). The initial results were not provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00070 initial report on january 29, 2021. Additional information - 02/03/2021: for this customer, multiple samples tested with atellica im sars-cov-2 total (cov2t) lot 005 resulted as reactive and were nonreactive with an alternate method. There is no pcr or symptomology available. The samples were drawn and tested the same day. Blood samples collected <14 days from initial positive pcr. There is not an expectation that the siemens atellica im cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated. MDR 1219913-2021-00069 was filed for the 2021-01-05 initial results.